Event description:
It was reported that a pump motor stall occurred on (B)(6) 2011 due to the pt having an MRI. On (B)(6) 2011, a tube set message was indicated. The motor stall was confirmed in the event logs, with no motor stall recovery recorded. In addition, an underdose was reported with symptoms of increased baseline spasticity. The pt's symptoms were noted as not being directly related to the timeframe of when the pt's MRI was conducted. The medication being administered via the pump, in addition to the pt's outcome was not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).